Manufacturer narrative:
Device used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that during retraction of the trials the dura was injured. Radical retractor was used as protection for the dura, but this was pushed aside during retraction. During retraction of the trials the rash hammer was used so that the knocking out is orthograde. Dura was successfully sewed. Since the rear end of the trials are not rounded, the approach has not been expanded gently enough during retraction. This report is for unknown t-pal cage for complaint (B)(4).